Manufacturer narrative:
The insulin pump was received with normal operating currents. No unexpected numbers ramping during testing and no battery out limit noted. The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the numbers on the insulin pump were scrolling without input from the user when attempting a bolus. Customer replaced the batteries and received a battery out limit alarm. Customer also noticed cracks on the battery compartment. Customer's blood glucose reading at the time of the call was 7.6 mmol/l. No further information reported.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.